Manufacturer narrative:
Product complaint #: (B)(4). Batch # unk. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance.

Event description:
It was reported that during a sleeve gastrectomy, long60a, it wouldn't open. They had used the device, and went to use it again and it wouldn't open. Case completed with another device of the same product code. There were no patient consequences reported. There is no further information available about the event.